Event description:
It was reported that during the implant procedure when the physician aspirated the introducer, there was a lot of air coming out. Another introducer was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.